Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra easy meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient reported that the alleged inaccuracy occurred on an unspecified date around one month prior to the alert date of (B)(6) 2017. At this time, the patient obtained a blood glucose result of ¿17.8 mmol/l¿ with the subject meter and a result of ¿13.1 mmol/l¿ on another device within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with oral medication (x1 ¿acarbose¿ and x2 metformin, dosages unspecified) and as a result of the alleged product issue the patient increased their dosage of ¿acarbose¿ to 1.5 pills per day. A few weeks later the patient developed the symptoms of ¿dizzy and uncomfortable¿. In response to these symptoms the patient was taken to hospital by their daughter. The patient¿s blood glucose was measured when they arrived at hospital on a doctor¿s device and a result of ¿3 mmol/l¿ was obtained. The patient was unwilling to inform the csr what treatment was provided, however, the patient did state that they are now on only x2 metformin pills per day. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the blood glucose results. The patient did not have control solution to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of medication based on alleged inaccurate high results obtained with the subject meter.